Event description:
Hill-rom received a report that a hill-rom technician found a note on the bed stating the nurse call function wasn't working. The bed was located at the account on the ground floor hallway. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the right hand siderail cable damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side cable to resolve the issue. Based on this information, no further action is required.